Event description:
During a biliary stone removal procedure, the physician used a wilson-cook memory ii double lumen extraction basket. During systems preparation, the basket extended from the outer sheath as expected. The extraction basket was advanced through the endoscope. When extention of the basket was attempted, resistance was encountered. The inner drive wire punctured the sheath near the handle assembly. An injury to the patient or the user was not reported.